Manufacturer narrative:
Evaluation for device 1 of 2 (refer to manufacturer's report number 1627487-2010-01203 for device 2). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. (Refer to manufacturer's report number 1627487-2010-01203 for device 2). On (B) (6) 2008, the patient was implanted with an scs system. The leads fractured and the patient lost stimulation. The leads were explanted and replaced on (B) (6) 2009. The leads fractured again and patient lost stimulation again. The patient is scheduled to have leads explanted on (B) (6) 2010. (B) (4) was notified of both occurrences of lead fracture and replacement on 05/10/2010.